Event description:
It was reported that during a procedure to treat a lesion in the distal circumflex with heavy calcification and moderate tortuosity, pre-dilatation was performed. A 3.5x12 rx xience v stent delivery system (sds) was attempted to be advanced through a previously implanted stent from a prior procedure; however, the sds could not advance through the previously implanted stent. As the 3.5x12 rx xience v sds was being withdrawn from the patient anatomy, some resistance was felt and the stent dislodged from the sds. A 3.5x15 trek balloon catheter was advanced and inserted into the dislodged stent and inflated to implant the stent in the proximal circumflex. Reportedly, no treatment was performed in the distal circumflex and the procedure was aborted. There was no adverse patient sequelae and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.